Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) stated he had disconnected and reconnected before the alarm occurred. A baxter technical service representative (tsr) assisted the hp to cycle the power to get a system error 2367 (fail safe shut down). The tsr assisted the hp to cycle the power clear the alarms and assisted the hp to disconnect and remove the cassette. The tsr advised the hp to contact his pd nurse to let the pdn know about the occurrence of the air in line alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The patient disconnected without using proper procedures, then reconnected. This is a known cause of this alarm. Baxter labeling instructs the user how to properly temporarily disconnect and reconnect to the homechoice. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.